Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the customer's reported problem was not able to be duplicated. Fluid ingression was noted on the exterior and interior of the device. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was noted to be "saturated with medication". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Information was received that this incident did not occur while in patient use. Issue was discovered when technicians were either cleaning or testing the devices in house.

Manufacturer narrative:
B5, h6: additional information.